Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced no sound, no connection with the internal device and electrode migration out of the cochlea (specific date not reported). It was reported that all the electrodes were open circuits. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.